Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels for the last two days. At the time of the call, the customer's bg level was 352 mg/dl. The customer administered correction boluses with the pump. During troubleshooting with tandem technical support, it was noted that the time on the customer's pump was 1 hour ahead. The customer was assisted with updating the pump time. The customer also stated that the healthcare provider had edited pump profile settings recently. Reportedly, the customer uses cartridges for 4 days and is aware of the cartridge/insulin labeling instructions.